Event description:
It was reported the customer had a battery out limit alarm, weak battery alarm, and a bolus stopped alarm on their insulin pump. Customer's blood glucose was 396 mg/dl. The customer's father reported the alarms occurred during normal insulin pump use. Troubleshooting did not find any issues with the customer's battery cap or battery compartment. Customer's father also reported the customer was experiencing high blood glucose. Customer's blood glucose had risen to 496 mg/dl. The customer's blood glucose was treated with the insulin pump. Troubleshooting found insulin was able to exit from the customer's tubing. The customer was advised to change out their entire set, reservoir, and insulin. The customer was also advised to call back to perform the high pressure test. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.